Event description:
It was reported that this right ventricular (rv) lead showed episode with a potential non-physiologic signal. Technical services (ts) noted that the alert was due to two noisy sustained no-therapy episodes within the past 24 hours. Attempt information indicates that device therapy was off, which may suggest magnet presence over the device. The signals appear consistent with non-physiologic activity, such as electromagnetic interference (emi) oversensing. All lead measurements are within normal limits, and the current presentation appears appropriate with intrinsic activity present. This rv lead remains in service. No adverse patient effects were reported.